Event description:
Device report for (B)(4) for an event in (B)(6) as follows: this report is for an unknown screw. During a surgery in (B)(6) on (B)(6) 2013, the surgeon attempted to insert a locking screw, using a screwdriver with a torque limiter attachment. The screw spun free and couldn¿t be locked although the tip of the screwdriver was attached to the screw head. The surgeon removed the screw, and attempted to insert another screw with different lot number as a replacement. But, he could not lock the screw in the same way and had to remove it. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment not for diagnosis. This report is for one unknown part/unknown lot. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.